Manufacturer narrative:
The insulin pump was returned for pump error 25. Detailed trace analysis does not confirm error 25 or error 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. The insulin pump was monitored for 2 days and no unexpected off no power without low battery indicator or power loss alarms were noted. The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No motor error alarms were noted. The insulin pump was received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 141 mg/dl. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Corrections have been made to section b5 and h10 on this report due to updated description of the event or problem.

Event description:
It was reported the insulin pump received an off no power without low battery indicator.